Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n6la, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported that patient's lead was revised on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1n6la, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient requested the lead replacement because they felt that it could reduce symptoms. The programming was changed. The device was disposed of as it was not a device specific issue. No further patient complications were reported as a result of this event.